Event description:
Healthcare professional(hcp) reported pt received peritoneal dialysis on pac-xtra device. Relative of pt called hcp and reported device alarmed "low fill and overfill". Hcp had relative of pt stop treatment on device and complete a manual drain. Hcp did not know the amount that drained. Hcp had relative check pt abdomen for distention and relative reported abdomen was not distended or hard. Relative stated pt did not exhibit any signs of discomfort or respiratory distress. Hcp reported this event did not cause site integrity problems. Hcp had relative discontinue treatment on device until baxter field service engineer serviced it. Hcp reported no pt injury resulted and no medical intervention was necessary. Hcp stated "I do not feel this was a true overfill, this was the first time relative had initiated treatment without pt's relative present".